Event description:
The user facility reports one incident of a pinhole leak in the plastic housing of the inline injection port on venous bloodline. The leak was noticed approximately 1 1/2 hours into hemodialysis treatment. Blood loss from the leak was minimal, however, due to potential for contamination, half of the extracorporeal circuit was discarded resulting in ebl = 100cc. No pt injury or need for medical intervention is reported.